Event description:
On (B)(6) 2025, the user reported experiencing a low blood glucose (bg) episode. The lowest recorded bg was 58 mg/dl, out of range for less than 90 minutes. The ilet had alerted the user of the low. The user treated the low by eating some cake. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.